Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their lead was bad. Follow up with the clinic confirmed there was a right atrial (ra) lead polarity switch, that was resolved with reprogramming. No additional details were given. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.